Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing. Follow up correction: changed country to indonesia.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "options disappeared / options not found. The unit has not been on for a long time. Already set date&time and restart unit." (2) health impact: no patient involvment. During start up.

Manufacturer narrative:
During start up the ventilator 'lost' all options/licenses. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The options disappeared / options not found issue manifests during device boot-up, before therapy is initiated or a patient is connected. Therefore, it is immediately detected, even prior to all mandatory tests that need to be executed before using the device on a patient. The issue can be resolved by standard user or service actions (e.g., rebooting, verifying license keys, or reloading config). Consequently, this malfunction is not classified as a critical failure or a reportable event under standard medical device regulations. Since it occurs right at boot up and the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "options disappeared / options not found. The unit has not been on for a long time. Already set date&time and restart unit." (2) health impact: no patient involvement. During start up.